Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of ¿high¿, although a specific value was not given. Reportedly, the cause for the reported issue was due to the customer stopping insulin delivery and forgetting to resume insulin delivery when intended. Elevated blood glucose was addressed with a manual dose injection. The customer continued to use the pump for insulin therapy.